Event description:
In late 2008, the patient reported that approximately 2-3 weeks ago his insulin cartridge was empty when he woke up. He stated that he did not receive the e1 (cartridge empty) error and his infusion device was still in the run mode. He reviewed the amount of insulin remaining and "0" units was displayed. He stated that he did receive the a1 (cartridge low) alert the previous night at 11:00pm-12:00am. His blood glucose was elevated at 300 mg/dl. His target blood glucose level is 120 mg/dl. He stated that he changed the insulin cartridge and he "probably" bolused but he is unsure due to the amount of time that has passed. He stated that the infusion device has failed to alarm e1 at least 2 times in the past 3 weeks. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.